Manufacturer narrative:
(B)(4). The device is not available for evaluation; therefore, the reported condition could not be confirmed and the cause was not identified.

Event description:
It was reported that during priming, a clearlink system buretrol solution set was observed to have trapped air in the fluid level indicator and in the filter valve. Patient involvement is unknown. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.